Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no failed battery alert/battery failed alarm recorded in the formatted history file. However, low battery alert was found on: 11/19/2024 05:59:00.000. Insert battery alarm was found on: 11/19/2024 16:02:13.000. Replace battery alert was found on: 11/19/2024 15:30:00.000. Replace battery now alarm was found on: 11/19/2024 16:01:00.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 30-nov-2024 at 3:17:58 am. There was no power data available for the date of 19-nov-2024. Unable to check power data for low battery alert and replace battery alert/replace battery now alarm. No unexpected failed battery alert/battery failed alarm, low battery alert and replace battery alert/replace battery now alarm noted during testing. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date 22-nov-2024. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 22-nov-2024 in the formatted history file. Sensorerroralert (801) was found on: 11/17/2024 11:05:17.000, 11/17/2024 13:05:19.000, 11/17/2024 14:10:19.000, 11/17/2024 15:30:19.000, 11/17/2024 18:10:19.000, 11/17/2024 19:10:18.000, lostsensor1alert (780) was found on: 11/17/2024 08:33:00.000. Sensorexpiredalert (794) was found on: 11/17/2024 08:02:11.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert, lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm, keypad anomaly and failed battery alert/battery failed alarm were not confirmed. However, during visual inspection slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, random unexplained no delivery/occlusion alarm, sticky buttons, occluded. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-332a, mmt-213a. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer would continue the use of the pump. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-213a.